Event description:
A surgeon reported a hyperopic patient stated, he sees a dark temporal shadow area in his vision following intraocular lens (iol) implant surgery os (right eye). The patient's visual acuity was reported as "excellent".

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Results from the product history records review indicated the product met release criteria. There have been no other complaints reported in this lot number. This report was mailed to the FDA on: 05/18/2007.